Event description:
It was reported that the pt was experiencing pain, swelling, popping and clicking noise. The pt was reportedly told by surgeon that the implant has a broken pin.

Manufacturer narrative:
Eval summary: the exact origin of the pain is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain additional info, however, no info has been received to date. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of x-rays and/or product or further info. Eval: review of the device history records was not possible as the product/and or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.